Manufacturer narrative:
The unit was returned to the service center for evaluation. The customer¿s complaint was of "no image" confirmed due to faulty charge-coupled device (ccd). The unit also failed the leak test due to hairline cracked on connector and coupler lock pin is broken. The instruction manual states ¿do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head.¿

Event description:
The service center was informed that during preparation for use, the camera would not display an image. There was no patient involvement reported.

Manufacturer narrative:
This supplemental report is being submitted to report the device evaluation results. The legal manufacturer reviewed the content of this complaint for further investigation. The legal manufacturer reported that the product was used beyond 5 years of the service of life because the product was manufactured in 2010. The root cause could not be determined. However, the legal manufacturer reported that the most probably cause for the reported event is the following: ·it is presumed the ccd failed and the image could not appear, due to aging degradation and some strong impact. · it is presumed that the connector was cracked by some strong impact. · it is presumed that the pin of the coupler was broken by some strong impact. · it is presumed that the leak test failed because leakage occurred in the cracked part of the connector.